Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error with blank display. Insulin pump had pump error alarm and had a crack. Customer was unsure that they press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Event description:
Customer stated that insulin pump had crack at backside of the battery compartment and back of the pump near the clip. Customer stated tat insulin pump had pump error of trace pointers are invalid and customer were not able to successfully clear the alarm.

Manufacturer narrative:
Retainer ring = black. Customer returned device due to pump error cosmetic damage located at the battery tube area, keypad unresponsive/button error alarm and a blank display on event date of july 28, 2022. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test and displacement test, however, the pump failed the self test and the sleep current measurement test. Self test failed due to pump error. History/trace files downloaded successfully using thump software. Multiple pump error occurred during testing. Pump error was present in the history download on event date of july 28, /2022 at 18:17:29.000. Pump error was present in the history download on event date july 282022 at 18:13:03.000. Pump error was present in the history download on event date july 28, 2022 at 18:29:43.000. Device was cut open to perform visual inspection and found evidence of moisture damage on the electrical board 1 an d 2, motor and force sensor. The j1 connector on electrical board 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, cracked case (battery tube), cracked case-corner of belt clip rails. Multiple pump error confirmed due to moisture damage. Moisture damage confirmed on electrical board 1and 2, motor and the force sensor. Blank display not confirmed. Cosmetic damage at the battery tube area confirmed. Self test failed due to pump error. Sleep current measurement test failed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device due to pump error 68, cosmetic damage located at the battery tube area, keypad unresponsive/button error alarm and a blank display on event date of (B)(6) 2022. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test and displacement test, however, the device failed the self test and the sleep current measurement test. Self test failed due to device error 75. History/trace files downloaded successfully using thump software. Pump error 43, 68 and 75 occurred during testing. Pump error 43 was present in the history download on event date of (B)(6) 2022 at 18:17:29.000. Pump error 68 was present in the history download on event date (B)(6) 2022 at 18:13:03.000. Pump error 75 was present in the history download on event date (B)(6) 2022 at 18:29:43.000. Device was cut open to perform visual inspection and found evidence of moisture damage on on the electrical board 1, electrical board 2, motor and force sensor. The connector on electrical board 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked retainer, cracked case (battery tube), cracked case-corner of belt clip rails. Device error 43, 68 and 75 confirmed due to moisture damage. Moisture damage confirmed on electrical board motor and the force sensor. Blank display not confirmed. Cosmetic damage at the battery tube area confirmed. Self test failed due to pump error 75. Sleep current measurement test failed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.